Event description:
Cement leaked into the syringe and did not fill the medullary cavity completely. This event is being reported as a serious injury due to extension of surgical time.

Manufacturer narrative:
The root cause of this event is attributed to the user not mixing and extruding the cement within the required time. The sales represenative has been instructed to notify the user of the proper technique.